Event description:
It was reported that pump unexpectedly displayed reset screen, but pump turned back on without being plugged into power and there was no prior history of this issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump reset was part of a routine internal check and built-in safety feature and was educated that after any reset insulin on board and maximum hourly bolus were set to zero.